Event description:
A customer in (B)(6) notified biomérieux of the false detection of carbapenemase phenotype, due to false resistant imipenem and meropenem (mics for both >=16), for escherichia coli in association with the vitek® 2 ast-n263 test kit (ref. 413755, lot 6631115203). The customer stated initial testing with an 18-hour culture indicated carbapenemase suspected (imipenem and meropenem resistant), advanced expert system¿ (aes) consistent, therapeutic corrections made by aes for cephalosporines. The customer performed retesting with same culture plate at 28-hours (non-compliant with instructions for use); obtained consistent aes report, without therapeutic corrections, and no carbapenemase warning (imipenem and meropenem both susceptible at mic =<0.25). Testing via alternative method (method used not disclosed by the customer) resulted in negative for carbapenemase. The customer stated there was no impact on the treatment decision; there was no adverse impact to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding false resistant imipenem and meropenem results while testing a patient escherichia coli strain using the vitek® 2 ast-n263 test kit (reference 413755, lot 6631115203). A search for all complaints against ast-n263 card, lot 6631115203, did not indicate any issues as there were no records associated with this card. The most recent quarterly trend report, q2 2019, did not identify this complaint as a systemic quality issue. The customer no longer had the isolate so it could not be submitted for investigational testing. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference methods. Since the isolate could not be submitted for investigational purposes, no additional investigation could be completed. The vitek ® 2 ast-n263 card, lot #6631115203, met final qc release criteria. This lot passed qc performance testing.